Event description:
A (B)(6) yr-old consumer reported having essure implanted. She stated that she experienced constant pain/horrible pain and when she sits down would feel like something was poking her stomach. Her doctor found one of the coils had partially migrated out of her fallopian tube. Hysterectomy performed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.